Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Event description:
During a revision rotator cuff repair the doctor attempted to pass the first permacord suture through the rotator cuff tendon using the expressew 3 suture passer. The instrument made a loud popping noise and the suture didn¿t pass through the tendon. Upon removing the expressew 3 from the shoulder we noticed that 1-2mm of the distal tip of the needle had broken off. The doctor looked around for the broken piece which couldn¿t be found. He wasn¿t certain, but thought it could be somewhere buried mid-substance of the supraspinatus tendon. I spoke with him after the case if he thought the patient was adversely affected in any way. He said he wasn¿t sure and would have to wait and see. The needle was replaced with a new expressew 3 needle and it worked flawlessly for the rest of the procedure.

Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation confirms that the tip of the needle is broken, confirming this complaint. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. At this point, it cannot be determined is any other factors contributed to this event. A batch record review has been conducted and the results indicate that this batch of product was processed with one unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During a revision rotator cuff repair the doctor attempted to pass the first permacord suture through the rotator cuff tendon using the expressew 3 suture passer. The instrument made a loud popping noise and the suture didn't pass through the tendon. Upon removing the expressew 3 from the shoulder we noticed that 1-2mm of the distal tip of the needle had broken off. The doctor looked around for the broken piece which couldn't be found. He wasn't certain, but thought it could be somewhere buried mid-substance of the supraspinatus tendon. I spoke with him after the case if he thought the patient was adversely affected in any way. He said he wasn't sure and would have to wait and see. The needle was replaced with a new expressew 3 needle and it worked flawlessly for the rest of the procedure.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes (B)(4) however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes (B)(4) would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
During a revision rotator cuff repair the doctor attempted to pass the first permacord suture through the rotator cuff tendon using the expressew 3 suture passer. The instrument made a loud popping noise and the suture didn't pass through the tendon. Upon removing the expressew 3 from the shoulder we noticed that 1-2mm of the distal tip of the needle had broken off. The doctor looked around for the broken piece which couldn't be found. He wasn't certain, but thought it could be somewhere buried mid-substance of the supraspinatus tendon. I spoke with him after the case if he thought the patient was adversely affected in any way. He said he wasn't sure and would have to wait and see. The needle was replaced with a new expressew 3 needle and it worked flawlessly for the rest of the procedure.